Manufacturer narrative:
The leads under complaint were not returned for investigation. Therefore the inspection is solely based on the analysis of the ICD itself. The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status of the ICD was eri. The amount of charge taken from the battery was verified and the battery condition was anticipated. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Besides the eri complaint, an infection was reported following the implantation of these biotronik devices. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related. Furthermore the ICD proved to be fully functional and the battery status was anticipated. There was no indication of an ICD malfunction.

Event description:
Early battery depletion. Generator change was scheduled, but when opening the pocket, debris was found in pocket, therefore a device and lead extraction followed. Based on analysis results it was decided to report this event.